Manufacturer narrative:
The product identity was confirmed in the evaluation. The product was visually evaluated. The lactosorb rapid flap was returned in a potentially biohazardous state as there is blood on the plates and therefore cannot be removed from the bag. Visual evaluation was done through the bag. Visual evaluation confirmed the complaint as the post is fractured and only a portion of the post was returned. The most likely cause of the posts fracturing is determined to be due to excessive for being exerted onto the post. Based on the product evaluation, the following fields were updated.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the clamp broke during surgery. The surgery was completed with another clamp with the same part number. The event caused "about a three minute delay." More information was requested but was not provided by the hospital.